Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "customer had helium loss 3 during annual maintenance by their on-site trained biomed. Remote support provided, determined to be pump assembly. New pump assembly sent, installed, and pm completed. 3 weeks later it is getting a system error 3 alarm. New pump assembly being sent to customer for them to install". Please see associated MDR# 3010532612-2025-00802.

Manufacturer narrative:
(B)(4). The reported complaint for "helium loss 3" was confirmed by the field technician. No iabp part was returned to teleflex chelmsford for investigation. According to the eqr, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "customer had helium loss 3 during annual maintenance by their on-site trained biomed. Remote support provided, determined to be pump assembly. New pump assembly sent, installed, and pm completed. 3 weeks later it is getting a system error 3 alarm. New pump assembly being sent to customer for them to install". Please see associated MDR# 3010532612-2025-00802.